Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the customer informed the technical support engineer (tse) that the surgeon experienced non intuitive motion on the universal surgical manipulator (usm) 1 during clinical use. The tse reviewed the system logs, no associated logs to report. The tse recommended reseating the sterile adapter on usm1 to correct the issues. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse went in to test drive system with the instruments with no issues. The fse set up the arm approximately how he had it in the case and test drove the robot. Also, the fse used three different sterile adapters and three different instruments with no issues. There was no trouble found with system. The system was verified and ready to use.